Event description:
Customer reported that the insulin pump alarmed motor error during the fixed prime. Customer stated that the insulin pump did not deliver an insulin bolus. Customer reported he does use the sensor feature and he is able to rewind the insulin pump. Blood glucose level 237 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed the rewind, basic occlusion, prime test and displacement tests. However, device received stuck in the motor error loop during bolus/basal delivery. Unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners and scratched lcd window.